Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) md. Office notes. (B)(6) md. Hernia surgery in 2006, postoperative complication of infection, fistula formation and others, required several hospitalizations, most recently discharged from hospital after 17 day stay for infection of surgical wound. (B)(6) 2013: (B)(6) md. Operative report. Anesthesia: general. Preoperative diagnosis: pelvic pain secondary to chronic sepsis and bowel obstruction at colorectal anastomosis. Postoperative diagnosis: pelvic pain secondary to sepsis from chronic anastomotic leak and stricture. Operation: exploratory laparotomy. Extensive lysis of adhesions. Completion colectomy. Small bowel resection. Completion mobilization of splenic flexure. Indications for procedure: this is a 69-year-pld gentleman who underwent a low anterior resection in 2005 for adenocarcinoma of the rectum. He also had radiation. This was complicated by wound dehiscence and av fistula was taken down and he had hernia repair times two in 2006 with two layers of mesh, one is underlay and one is overlay. He immediately postoperatively developed pelvic pain and incontinence that has been getting worse. He has undergone multiple CT¿s and MRI¿s. There is no clear evidence of recurrence, however there is significant stricture which is very long in anastomosis. Hence, this is a very risky procedure and a very long and complex procedure. He agreed to proceed. Operative findings: extensive adhesions throughout the abdomen. Multiple enterotomy were encountered int eh distal small bowel. Fibrosed, narrowed pelvic and a very dilated colon proximal throughout the colon. An end ileostomy was created in the left upper quadrant. Description of procedure: ¿the patient was brought back to the operating room and placed in a supine position. General endotracheal anesthesia was induced without difficulty. He was then placed in the modified lymphotomy position with all pressure points protected. Bilateral thromboguards were placed. A foley catheter and bilateral ureteral stents ware placed by urology service. The abdomen was shaved, prepped and draped in the usual fashion. We used the old midline incision to get into, the abdomen. This was a very large incision extending from the xiphoid all the way to the symphysis pubis. We entered the abdomen using metzenbaum scissors. Immediately upon entering the abdomen, we were encountered with the very dense adhesions. It took us at least 3 hours to take down all of these adhesions down from the abdominal wall to the bowel. We encountered a few enterotomies which we repaired primarily initially. In the distal small bowel there multiple enterotomies that were closed to be dealt with at a later time. Once again, he had extensive adhesions. These were all taken down slowly with metzenbaum scissors. Eventually we were able to identify the root of the small bowel mesentery and discovered that the terminal portion of the small bowel as well as the cecum were going into the pelvis anterior to the colorectal anastomosis and posterior to the bladder. This was extremely adherent and there was no obvious plane at this stage. We then divided the bowel with the gia 75 and then divided the mesentery and left that portion of the distal and in the pelvis packed the small bowel up. At this stage, we turned our attention tot eh left colon. Of note, both ureters were identified and protected throughout the case. The left colon was extremely dilated once again. We found the plane to take it off to the left ureter and left retroperitoneum and proceeded to divide the bowel with gia 75 in the mesentery with a ligasure 10 instrument and packed the proximal bowel up in the upper abdomen. This left us with the distal colon as well as a portion of the ileocecal valve stuck in the pelvis. Staying immediately superficial to the retroperitoneum and avoiding the larger vessels in the ureter, we were able to dissect all the way down to the pelvis. The pelvis narrowed down to a pinpoint opening where the anastomosis was. I amputated the specimen at this stage. Also, we were able to identify the posterior portion of the bladder and sutured it closed and then removed the ileocecal valve and the small bowel from there. All of these were sent as separate specimens. We at the end did not have any injury to the bladder nor did we have any injury to the small bowel. However, we did have gross spillage of stool throughout the case from the obstructed colon. We then measured the entire small bowel length and there was at least 250 to 300 cm left. Therefore, we decided to sacrifice the area which had the multiple enterotomies, which were distal, which measured about 20 cm. The bowel was divided with the gia 75 and the mesentery was divided with the ligasure instrument. At this stage, we felt that we did not have enough colon, mainly on the transverse and some of the descending remaining to make any difference to the functional outcome, and this colon was chronically dilated and was still dilated throughout this whole procedure. Therefore, we decided to excise this bowel. The splenic flexure was not take [sic] down preciously. We brought down the splenic flexure completely and then came under the colon with the ligasure 10 mm instrument on the multiple burns. The large bowel was the removed and sent to pathology. At this stage, we were left to deal with a midline incision. Once again, he had a posterior and anterior layer of prolene mesh that was well incorporated. We removed all the loose ends as well as the tacks and we did not feel that we had any other option but to bring together. We did create flaps from the skin off the mesh going all the way out to the anterior axillary line on both sides feeling that we may have to create some form of closure with biologic mesh due to the [sic]. However, this meant that the midline came together fairly well. We then chose a site in the left upper quadrant to create our stoma and a disc of skin was excised. This was then run into our flap and another opening in the fascia was made lateral to the prolene mesh. Vertically the muscle was spread and the posterior fascia was opened vertically. This was actually in the external oblique muscle. The bowel came up easily to the skin. We then proceeded to place two jp¿s under these big subcutaneous flaps that we created. We closed the midline with a running #2 prolene coming from both superior and inferior aspects and then meeting in the middle. A foley catheter was placed in the rectal stump to drain the pelvis. Then the skin was closed with staples and vertical mattress sutures with a #2-0 nylon. The patient tolerated the procedure well and was extubated in the room and went to the post anesthesia care unit in good condition.¿ specimens removed: 1. Multiple small bowel, small bowel resection. 2. Ileocolic resection. 3. Completion colectomy. Estimated blood loss: [sic] liters. Intraoperative fluids: 1. 4500 ml of crystalloid. 2. Packed red blood cells times two. 3. Colloid was 750 ml. Sponge/instruments/needle counts: all correct times two. Condition on discharge from operating room: good.¿ (B)(6) 2013: (B)(6) medical center. Culture. Specimen: midline abdomen. Organism #1: staphylococcus aureus. Organism #2: enterobacter cloncae complex. (B)(6) 2013: (B)(6) medical center. Culture. Mycobacterium with fluorochrome smear specimen: abdominal wound. Result: no mycobacterium species seen. Aerobic culture specimen: wound. Result: staphylococcus aureus. (B)(6) 2013: (B)(6) hospital. (B)(6) md. Operative report. First surgical assist: (B)(6) md. Anesthesia: general endotracheal. Preoperative diagnosis (es): infected abdominal wall mesh with open wound, status post completion proctectomy and end-ileostomy after complications from low anterior resection for rectal cancer. Hematochezia, status post above. Postoperative diagnosis (es): infected abdominal wall mesh with open wound, status post completion proctectomy and end-ileostomy after complications from low anterior resection for rectal cancer. Hematochezia, status post above. Name of operation: flexible proctoscopy. Revision of abdominal wall scar with excision of portion of abdominal wall mesh. Indication for procedure: mr. Johnson is a 66-year-old male with a history of rectal cancer, having undergone low anterior resection with resulting complications, requiring subsequent total colectomy with end-ileostomy. He had had previous ventral hernia repairs with multiple layers of mesh and was suffering from difficulties related to a non-healing wound and infected abdominal wail mesh, which was undergoing repeated debridings in the clinic. In addition, he presented with hematochezia and mucoid drainage of increased volume. Therefore, after extensive discussion of the risks and benefits, he consented to proceed with planned flexible proctoscopy as well as revision of abdominal wall wound excision and incision of abdominal wall mesh. After discussion of the risks, including but not limited to pain, infection, bleeding, recurrence, bowel perforation, need for further surgery, etc., he consented to proceed. Operative findings: ¿there was an extensive volume of both braided propylene mesh as well as prolene sutures as well as gore-tex mesh circumferentially around the abdominal wound. There was no evidence of active abscess or fistula, however. There was a bed of granulation tissue overlying otherwise grossly normal small bowel in the midline. There was friability of the rectal mucosa, consistent with diversion. The lower portion of the rectum was otherwise within normal limits with an anastomosis at the apex of this, which was friable and granulation tissue was noted with a blind end above this with otherwise normal mucosa with an apparent diverticulum just above the anastomosis without evidence of diverticulitis. There was less than a 10-cm stump that remained. Description of procedure: the patient was brought to the operating room and placed on the operating table in the supine position. General anesthesia was induced and endotracheal intubation performed without difficulty. He was placed in a modified lithotomy position using yellofin stirrups, after which his ileostomy appliances were removed, and the peristomal skin cleaned. He received preoperative antibiotics in the form of intravenous ertapenem and deep venous thrombosis prophylaxis in the form of sequential compression devices. Digital rectal exam was performed, after which the flexible sigmoidoscope was gently placed in the anal canal and advanced under direct visualization to the apex of the rectal stump. Circumferential visualization of the mucosa was performed with slow pull-back. There was noted to be a mild stenosis of the anal canal, just below the anastomosis with the findings otherwise as noted above. After the scope was removed, his abdomen was prepped with chloraprep and draped in the usual fashion. The upper aspect of the incision was covering over multiple areas of mesh and the skin overlying this was incised and excised in order to expose the mesh underlying it. The more inferior and mid portions of the wound were already open with granulation tissue at the base. Kocher clamp,5 were utilized to grasp the mesh, which was excised with a combination of sharp and electrocautery dissection. It was clear that the gore-tex portion was unincorporated and tracked well deep under the skin circumferentially. I was unable to remove all of this, but a vast majority of it was able to be removed. Portions of the more incorporated polypropylene mesh were excised sharply from the skin edges with incidental injury into the abdominal cavity, along the inferior aspect of the wound, where small bowel was identified without evidence of fistula or abscess. Once the mesh had been excised as much as possible circumferentially, the wound was copiously irrigated and suctioned dry, and hemostasis assured. The inferior aspect of the wound to cover the area of abdominal entry was reapproximated utilizing the remaining polypropylene mesh that was well incorporated in the skin as support with interrupted 0 vicryl sutures just along the inferior aspect of the wound. The mid and upper portions of the wound were left open with the granulation tissue overlying the enteric contents to avoid evisceration, as this was present in the same state preoperatively, only with infected mesh overlying it. A sterile kerlix was impacted into the wound, covered by a sterile dressing, and the ileostomy appliance was replaced. He was then extubated and transferred to the recovery room in stable condition. He tolerated the procedure well without evidence of immediate complication. Estimated blood loss: less than 100 ml. Sponge/instrument/needle counts: counts were correct at the end of the operative procedure. Presence statement: of note, I was present for the entirety of the operative procedure. ¿ (B)(6) 2014: [missing records: wound clinic notes for abdominal wound treatment not provided.] (B)(6) 2016: [missing records: records for the pet CT showing ¿midline abdominal wound infection with small fluid collection¿ were not provided.] (B)(6) 2016: (B)(6) medical care associates. (B)(6) md. Offices notes. Non-healing surgical wound. Abdominal mesh placed around 2006 after colon resection surgery and developed an infection, required treatment with antibiotics. He has two areas of non-healing over the surgical wound, currently receiving local care for this, seen at wound clinic in 2014, was found to have infection with methicillin-susceptible staphylococcus aureus, treated with oral antibiotics. Reports persistent drainage from two areas over surgical wound, patient reports mesh has not been removed completely and due to multiple current medical problems has not been offered any further surgery but conservative care. (B)(6) pet CT showed midline abdominal wound infection. Meds: cipro, flagyl. Abd exam: two small ulcers noted, resemble fistula tracts. Impression/plan: appears to have fistulous/sinus tracts that have not healed. Prosthetic infection: infection and inflammatory reaction due to other internal prosthetic devices. Culture superior abdominal wound (05/04/16). (B)(6) 2016: [missing records: a culture report detailing analysis of the ¿superior abdominal wound¿ was not provided.] (B)(6) 2016: (B)(6) care associates. (B)(6) md. Offices notes. Non-healing surgical wound. Meds: cipro, flagyl. Impression/plan: infected abdominal fluid collections. Prior cultures grew methicillin-susceptible staphylococcus aureus and extended spectrum beta-lactamases. Moxifloxacin. Non healing abdominal wound, abdominal abscess. (B)(6) 2016: (B)(6) medical center. (B)(6) md. Radiology ¿ leukocyte scan. Indication: peritoneal abscess abdominal mesh infection. Findings: there are subtle areas of punctate activity along the chest wall that correlation [sic] with the anterior abdominal wall mesh. The entire abdominal wall mass is not clearly delineated with increased activity. Impression: findings suspicious for subtle focal areas of abdominal wall mesh infection. Clear diffuse homogeneous increased activity is not seen most likely die to chronic antibiotic therapy. (B)(6) 2016: (B)(6) medical care associates. (B)(6) md. Office notes. Non-healing surgical wound. Wbc done on (B)(6) showed abdominal mesh infection. Prior cultures from mesh grew methicillin-susceptible staphylococcus aureus. Was doing well but for the last 6 weeks has noted worsening drainage from two areas of abdomen. Reports no pain or redness. Meds: augmentin. Abdomen exam: soft, large area of scar on midline, two small wounds that resembles sinus tracts on superior and inferior area of wound with moderate yellowish drainage. No surrounding erythema. Superior wound measures 0.5x0.5x0.3 cm. Inferior abdominal wound measures 0.8x0.8x0.3 cm. Impression/plan: abdominal mesh infection, tagged wbc scan reviewed, consistent with infected mesh. Patient has been evaluated by surgery and mesh cannot be removed, drainage continues to increase per patient. Tolerating suppressive therapy with oral augmentin. I cannot rule out superimposed bacterial colonization/infection therefore new cultures were obtained today (11/30/16). Patient understands that resolution of infection could only be accomplished by removal of infected mesh. Absorbent dressings were provided to patient as well. 1. Prosthetic infection t85.79xd: infection and inflammatory reaction due to other internal prosthetic devices, implants and grafts, subsequent encounter. 2. Infection by methicillin sensitive staphylococcus aureus, a49.01: methicillin susceptible staphylococcus aureus infection, unspecified site. (B)(6) 2016: (B)(6) medical center. Culture. Specimen source: distal abdominal wound. Organisms identified: pseudomonas aeruginosa. (B)(6) 2017: ni. [Signature illegible]. Office notes. Infectious disease. Seen today in office, wound stable. Wound #1 mid abdomen superior: 0.7 width x 0.8 length x 0.1 depth. Wound #2 mid abdomen inferior: 0.4 width x 0.5 length x 0.1 depth. Continue dressing for drainage control. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for alleged unknown gore device use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the alleged unknown gore deviceinstructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Usion code remains unchanged. Added additional information. Infection (confirmed (B)(6) 2006, (B)(6) 2016, (B)(6) 2016); open wound (confirmed (B)(6) 2013); severe abdmonial or groin pain (confirmed (B)(6) 2013); recurring hernia (confirmed (B)(6) 2006); revision surgery (confirmed (B)(6) 2006); bowel obstruction (confirmed (B)(6) 2013); removal surgery (confirmed (B)(6) 2013). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: investigation conclusion code d17: appropriate term/code not available for ¿false claim¿ ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequence or impact. H6: medical device component: g04088: membrane. Through gore's investigation we confirmed the device was not a gore device. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim, no problem detected and ¿withdrawn complaint.¿ previous patient codes (1930, 1994, 3191 for ¿open wound¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2017 and not all records received in this time span are relevant to the alleged gore product. Records from (B)(6) 2006 through (B)(6) 2013 were not provided. Patient information: medical history: 2005: colon cancer. Chronic obstructive pulmonary disease [copd]. Smoking. - (B)(6) 2006: smokes half pack cigarettes per day for 40 years. Infection after colon resection surgery/hernia repair. On (B)(6) 2006: persistent postoperative fistula, fistula of intestine, open wound of abdominal wall, anterior. On (B)(6) 2013: midline abdomen culture positive for staphylococcus aureus, enterobacter cloncae complex. On (B)(6) 2013: infected abdominal wall mesh with open wound. In 2016: lung cancer. On (B)(6) 2016: non-healing surgical wound, prosthetic infection. On (B)(6) 2017: death certificate: squamous cell lung cancer with bone metastasis. Prior surgical procedures: on (B)(6) 2005: sigmoid colectomy, mobilization of splenic flexure and lar [lower anterior resection] with anastomosis. On (B)(6) 2006: lower anterior resection for cancer of the rectum nine months ago. On (B)(6) 2006: semi-emergency exploratory laparotomy, lysis of adhesions, insertion of large composite prosthesis to cover defect. On (B)(6) 2006: incision and drainage, debridement, thorough irrigation with pulsavac, tacked wound with four by fours. On (B)(6) 2006: wound exploration, removal of floating part of prosthesis. On (B)(6) 2006: exploratory laparotomy, resection small bowel, reanastomosis, enteroenterostomy, entero-ascending colostomy, lysis of adhesions, repair of ventral hernia with ten by eight inches composite graft. On (B)(6) 2013: exploratory laparotomy, lysis of adhesions, completion colectomy, small bowel resection, completion mobilization of splenic flexure. On (B)(6) 2013: flexible proctoscopy, revision of abdominal wall scar with excision of portion of abdominal wall mesh. Implant preoperative complaints: on (B)(6) 2006: ¿large ventral hernia, getting bigger. Had lower anterior resection for cancer of the rectum nine months ago, one month ago finished chemotherapy. Exam: abdominal examination large incisional ventral hernia below the level of the umbilicus, below the sternum. The hernia is compressible and reducible, but bulges out immediately. Impression: large ventral incisional uncomplicated reducible hernia, s/p lower anterior resection for cancer of the rectum.¿ on (B)(6) 2006: ¿... Who had a lower anterior resection for a large obstructive cancer of the rectum nine months ago in at (B)(6) hospital has done satisfactorily well. However, he developed a large ventral hernia which was getting more symptomatic lately. The patient also has been seen by oncology and has been put on paregoric for chronic diarrhea. The patient has been admitted. Initially it appeared like gastroenteritis. Subsequently the large ventral hernia was irreducible and needed an abdominal binder and subsequently needed continuous ng suction. The patient also has been complaining of a lot back pain. There was a suspicion of bone metastasis. The patient seems to be having two components of pain. The abdominal pain from the ventral hernia, probably from the ileus and ventral hernia incarceration, but this seems to be less when compared to the right upper quadrant rib cage pain. However, to evaluate any possibility of incarcerated hernia, the patient has been taken to the operating room on a semi-emergency basis.¿ implant procedure: exploratory laparotomy, lysis of adhesions, insertion of a large composite prosthesis to cover the defect. Implant: ¿large composite¿ device [no product ID provided]. Implant date: (B)(6) 2006. Description of hernia being treated: ¿exploration revealed lots of extensive adhesions as expected. There were also changes consistent with the ileus. No liver metastasis. No interpretable metastatic disease. No recurrent disease in the pelvis grossly detected within the limitations imposed by the adhesions postoperative status. It was felt that the ileus is causing the abdominal distension and making the hernia more symptomatic. All the adhesions have been lysed after entering the peritoneal cavity. There was a large defect. The adhesions have been lysed laterally until good muscle tissue has been reached. Following this when all the hemostasis had been controlled, the bowels have been carefully lysed and there was no evidence of any intra-ootomy [sic].¿ implant size and fixation: ¿the prosthesis has been inserted with is a large composite. The smooth vertex of this is facing the viscera has been inserted. Endotec has been used taking precautions to keep the bowels out of the prosthetic endotec. The prosthesis has been anchored with endo-anchors all around. Before this prosthesis had been inserted, it was made sure that all the hemostasis has been secured and sponge count was correct. Following this the subcutaneous tissues have been approximated with continuous running stitch of number 1 vicryl after inserting a 10 mm jp drain. The jp has been brought out through a separate stab wound. Skin edges approximated with stainless steel staples. Dressing applied. The patient tolerated the procedure well.¿ on (B)(6) 2006: ¿all the sutures removed wound healed well.¿ relevant medical information: on (B)(6) 2006: ¿abdominal examination revealed supraumbilical incisional scar showed some redness. In the lowest part of the incision scar there was fluctuant areas indicative of fluid. There was some induration and redness on the sides of the midline. The area is somewhat tender. Impression: s/p [status post] large ventral hernia repair on (B)(6) 2006, with composite gore-tex and prolene graft, possible infection, risk factor for the infection here could be the chemotherapy and radiation therapy for rectal cancer ten months ago.¿ on (B)(6) 2006: ¿status post ventral hernia repair with composite prosthesis (kugel patch intraabdominal). Fluid collection subcutaneous with erythema around.¿ incision and drainage and debridement and thorough irrigation with pulsavac and tacked [sic] the wound with four by fours. - ¿large ventral hernia and had been operated on (B)(6) 2006, as a semi-urgent procedure because he was very symptomatic. There was a question if incarceration. An intraabdominal kugel patch has been incorporated and it has been anchored with the endo tacks. The patient did find [sic] initially, but for the last one week prior to this admission on this past monday, (B)(6) 2006, the patient has been developing some redness around the incision. The patient has been admitted and given IV antibiotics. The area of the redness shrunk, but however, there is a fluctuant area of fluid collection in the midline along the incision scar. CT scan of the abdomen showed only fluid superficial to the graft and some inflammatory signs in the subcutaneous tissues superficial to the graft. There was no signs of any fluid collection or graft infection at the deeper level. The patient has been brought to the operating room and the incision revealed a serum collection in the midline along the subcutaneous line. This most obviously is serum resulting from the reaction from the subcutaneous vicryl that has been inserted. The graft itself is not felt. The graft itself seems to be well incorporated with healing tissue. The wound has been thoroughly irrigated with normal saline with a pulsavac. The wound has been packed.¿ on (B)(6) 2006: ¿history: (B)(6) 2006 ventral hernia repair, debridement of the infection (B)(6) 2006, the wound infection completely resolved, will see in 6 months.¿ on (B)(6) 2006: ¿had ventral hernia repair with the use of composite prosthesis (B)(6) 2006, was immune compromised from recent chemo radiation and was also from rectal cancer, at that time there was no other choice, needed to do surgery as a semi urgent situation, needed exploration of wound (B)(6) 2006 because of infection, on exploration and with antibiotics the infection resolved, last week started with pain and redness in a few days there was lot of pus that drained, now on physical exam there is no more collection, CT scan that was done today also does not show any collection, already on appropriate antibiotics.¿ partial explant #1 preoperative complaints: on (B)(6) 2006: ¿status post I&d and evacuation of fluid collection in incision scar on (B)(6) 2006. Had a large ventral hernia repaired on (B)(6) 2006 with composite gortex and a prolene graft. Possible infection risk factors for infection here could be chemo radiation for rectal cancer, surgery ten months ago, and also the hernia was large and the covering layers were too stretched out. Now admitted with draining sinus at the abd incision scar, possible infected graft, possible intraabdominal abscess.¿ on (B)(6) 2006: ¿hernia surgery in 2006, postoperative complication of infection, fistula formation and others, required several hospitalizations, most recently discharged from hospital after 17 day stay for infection of surgical wound.¿ on (B)(6) 2006: ¿found to have an enterocutaneous fistula, draining from the sb [small bowel] to the subcutaneous tissue over the abdomen. Going for repair for that soon. Exam: abdomen: has induration around the lower part of incisional hernia repair scar, with tenderness and also a small opening with discharge of yellowish liquid. Plan: gets abdominal contractions, once in a while. It is mainly around the place where the mesh was placed for hernia repair. CT a/p does show subcutaneous fluid accumulation in the area around the repair. Ventral incisional hernia. S/p [status post] repair. Complicated now by subcutaneous fluid accumulation, secondary to enterocutaneous fistula (runs from sb to the sc [subcutaneous] tissue).¿ partial explant #1 procedure: exploratory laparotomy, resection of the small bowel and reanastomosis, enteroenterostomy and entero-ascending colostomy and lysis of adhesions and repair of the ventral hernia with ten by eight inches composite graft. Implant: marlex/prolene. Partial explant #1 date: on (B)(6) 2006. ¿presented to the clinic with enterocutaneous fistula which heals and recurs whenever he has abdominal distension and pain and again the fistula opens up like a vent ileostomy. On exploration he has a graft starting on the fistulous tract and he has a lot of adhesions in the pelvis, all the way down deep in the presacral area and near the coccyx. Also he has several adhesions noted in the left upper quadrant from previous colon surgery and he has a previous placement of a graft that was almost completely peeled of [sic] and removed from the incision site.¿ ¿ioban dressing was applied and an elliptical incision was made around the scar tissue and excised it and the fascia was gently divided and the bowel was seen along the anterior abdominal wall that was carefully lysed from the back of the incision and entered the peritoneal cavity without violating the small bowel. After which the bowel was run from ligament all the way down to the cecum. He had several adhesions in the right upper and the left upper quadrants. They were all taken down carefully and then near the cecum the bowel is all the way stuck in the pelvis, deep behind the rectum in the coccygeal area and there were a lot of adhesions between the rectal anastomosis and the small bowel, hence, at this time it was decided to do an enterocolostomy rather than taking down that adhesion, less make it into the rectal area with fecal contamination. The fistulous tract was reached from the anterior abdominal wall including the graft which was surrounded by the fistulous tract and excised it and did an enterostomy with the gi stapler. After which the entero-ascending colostomy was done by approximating with a side to side anastomosis, posterior mucomuscular, seromuscular sutures with 3 0 silk, followed by enterotomy and colotomy which was approximated with 3 0 chromic catheter suture and the same suture is brought anteriorly and completed the anastomosis which was further reinforced with intermittent 3 0 seromuscular sutures. After which the bowel was replaced back into the peritoneal cavity, irrigated with copious amounts of saline and aspirated, and complete hemostasis was noted. After which the local area where the fistula was completely debrided. Removed all of the possible graft in that region and the hernia was repaired with ten inches by eight inches of dual layer composite graft that was anchored to the anterior abdominal wall with staples, with two rolls of staples. Jp drain was left over the graft and brought through a separate stab incision and anchored to the skin with 2 0 silk and the skin was approximated with intermittent 3 0 vertical mattress sutures with ethilon and in between applied the clips.¿ partial explant #2 preoperative complaints: on (B)(6) 2013: indication: "¿ who underwent a low anterior resection in 2005 for adenocarcinoma of the rectum. He also had radiation. This was complicated by wound dehiscence and av fistula was taken down and he had hernia repair times two in 2006 with two layers of mesh, one is underlay and one is overlay. He immediately postoperatively developed pelvic pain and incontinence that has been getting worse. He has undergone multiple CT¿s and MRI¿s. There is no clear evidence of recurrence, however there is significant stricture which is very long in anastomosis. Hence, this is a very risky procedure and a very long and complex procedure.¿ partial explant #2 procedure: exploratory laparotomy. Extensive lysis of adhesions. Completion colectomy. Small bowel resection. Completion mobilization of splenic flexure. Partial explant #2 date: on (B)(6) 2013 procedure: ¿we used the old midline incision to get into, the abdomen. This was a very large incision extending from the xiphoid all the way to the symphysis pubis. We entered the abdomen using metzenbaum scissors. Immediately upon entering the abdomen, we were encountered with the very dense adhesions. It took us at least 3 hours to take down all of these adhesions down from the abdominal wall to the bowel. We encountered a few enterotomies which we repaired primarily initially.¿ ¿ ¿once again, he had a posterior and anterior layer of prolene mesh that was well incorporated. We removed all the loose ends as well as the tacks and we did not feel that we had any other option but to bring together. We did create flaps from the skin off the mesh going all the way out to the anterior axillary line on both sides feeling that we may have to create some form of closure with biologic mesh due to the [sic].¿ ¿ ¿we then chose a site in the left upper quadrant to create our stoma and a disc of skin was excised. This was then run into our flap and another opening in the fascia was made lateral to the prolene mesh. Vertically the muscle was spread and the posterior fascia was opened vertically. This was actually in the external oblique muscle. The bowel came up easily to the skin. We then proceeded to place two jp¿s under these big subcutaneous flaps that we created. We closed the midline with a running #2 prolene coming from both superior and inferior aspects and then meeting in the middle.¿ partial explant #3 preoperative complaints: [none provided]. Partial explant #3 procedure: flexible proctoscopy. Revision of abdominal wall scar with excision of portion of abdominal wall mesh. Partial explant #3 date: (B)(6) 2013. ¿there was an extensive volume of both braided propylene mesh as well as prolene sutures as well as gore-tex mesh circumferentially around the abdominal wound. There was no evidence of active abscess or fistula, however. There was a bed of granulation tissue overlying otherwise grossly normal small bowel in the midline.¿ ... ¿it was clear that the gore-tex portion was unincorporated and tracked well deep under the skin circumferentially. I was unable to remove all of this, but a vast majority of it was able to be removed. Portions of the more incorporated polypropylene mesh were excised sharply from the skin edges with incidental injury into the abdominal cavity, along the inferior aspect of the wound, where small bowel was identified without evidence of fistula or abscess. Once the mesh had been excised as much as possible circumferentially, the wound was copiously irrigated and suctioned dry, and hemostasis assured. The inferior aspect of the wound to cover the area of abdominal entry was reapproximated utilizing the remaining polypropylene mesh that was well incorporated in the skin as support with interrupted 0 vicryl sutures just along the inferior aspect of the wound.¿ conclusion: (not our device). The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim and ¿withdrawn complaint¿. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 3/18/2006, including records for sigmoid colectomy, were not provided. On (B)(6) 2006: history and physical. History of present illness: large ventral hernia, getting bigger. Had lower anterior resection for cancer of the rectum nine months ago, one month ago finished chemotherapy. Past medical history: copd. Smokes half pack cigarettes per day for 40 years. Exam: abdominal examination large incisional ventral hernia below the level of the umbilicus, below the sternum. The hernia is compressible and reducible, but bulges out immediately. Impression: large ventral incisional uncomplicated reducible hernia, s/p lower anterior resection for cancer of the rectum. On (B)(6) 2006: operative report. Preop diagnosis: large ventral hernia, abdominal pain and also back pain, could not rule out metastatic bone disease. Postop diagnosis: extensive postop adhesions and positive post narcotic ileus. The patient was on paregoric for diarrhea before being admitted to the hospital. Procedure: exploratory laparotomy, lysis of adhesions, insertion of a large composite prosthesis to cover the defect. Indications and findings: ¿this 58-year-old white male who had a lower anterior resection for a large obstructive cancer of the rectum nine months ago in at (B)(6)hospital has done satisfactorily well. However, he developed a large ventral hernia which was getting more symptomatic lately. The patient also has been seen by oncology and has been put on paregoric for chronic diarrhea. The patient has been admitted. Initially it appeared like gastroenteritis. Subsequently the large ventral hernia was irreducible and needed an abdominal binder and subsequently needed continuous ng suction. The patient also has been complaining of a lot back pain. There was a suspicion of bone metastasis. The patient seems to be having two components of pain. The abdominal pain from the ventral hernia, probably from the ileus and ventral hernia incarceration, but this seems to be less when compared to the right upper quadrant rib cage pain. However, to evaluate any possibility of incarcerated hernia, the patient has been taken to the operating room on a semi-emergency basis. Exploration revealed lots of extensive adhesions as expected. There were also changes consistent with the ileus. No liver metastasis. No interpretable metastatic disease. No recurrent disease in the pelvis grossly detected within the limitations imposed by the adhesions postoperative status. It was felt that the ileus is causing the abdominal distension and making the hernia more symptomatic. All the adhesions have been lysed after entering the peritoneal cavity. There was a large defect. The adhesions have been lysed laterally until good muscle tissue has been reached. Following this when all the hemostasis had been controlled, the bowels have been carefully lysed and there was no evidence of any intra-ootomy. The prosthesis has been inserted with is a large composite. The smooth vertex of this is facing the viscera has been inserted. Endotec has been used taking precautions to keep the bowels out of the prosthetic endotec. The prosthesis has been anchored with endo-anchors all around. Before this prosthesis had been inserted, it was made sure that all the hemostasis has been secured and sponge count was correct. Following this the subcutaneous tissues have been approximated with continuous running stitch of number 1 vicryl after inserting a 10 mm jp drain. The jp has been brought out through a separate stab wound. Skin edges approximated with stainless steel staples. Dressing applied. The patient tolerated the procedure well. It has been decided to leave this patient on mechanical ventilator support because of his medication status. He was receiving significant amounts of medications and it was felt that he may not be able to ventilate on his own immediately postoperatively. The patient was transferred to the intensive care unit in a satisfactory and stable condition.¿ product identification records for the alleged ¿large composite prosthesis¿ were not provided. On (B)(6) 2006: office notes. Chief complaint: follow-up, status post exp lap repair of incarcerated ventral hernia on (B)(6) 2006. All the sutures removed wound healed well. On (B)(6) 2006: office notes. Chief complaint: redness and pain at the site of ventral hernia repair. History of present illness: ventral hernia repair. Large composite prosthesis has been inserted into the defect. In the immediate postop period had been follow-up in our clinic and the wound was looking fine. Today, walked into the clinic because of the redness of the incision scar of the ventral hernia repair. There was also a few areas of fluctuant nature at the lower part of the incisional scar. There was also a significant amount of pain. Exam: abdominal examination revealed supraumbilical incisional scar showed some redness. In the lowest part of the incision scar there was fluctuant areas indicative of fluid. There was some induration and redness on the sides of the midline. The area is somewhat tender. Impression: s/p large ventral hernia repair on (B)(6) 2006, with composite gore-tex and prolene graft, possible infection, risk factor for the infection here could be the chemotherapy and radiation therapy for rectal cancer ten months ago. S/p lower anterior resection procedure by chemotherapy and radiation therapy ten months ago. Plan: CT of abdomen and pelvis. Admit and IV antibiotics after blood cultures. Exploration, incision and drainage, and debridement on (B)(6) 2006. On (B)(6) 2006: missing records: records for CT scan abdomen and pelvis were not provided. On (B)(6) 2006: operative report. Preop diagnosis: status post ventral hernia repair with composite prosthesis (kugel patch intraabdominal). Fluid collection subcutaneous with erythema around. Postop diagnosis: serum of the incision line possible reaction to the subcutaneous vicryl. The prosthesis itself is covered and incorporated completely into the tissues. The graft is not felt. Procedure: incision and drainage and debridement and thorough irrigation with pulsavac and tacked the wound with four by fours. The wound was left open. Indication: ¿large ventral hernia and had been operated on (B)(6) 2006, as a semi-urgent procedure because he was very symptomatic. There was a question if incarceration. An intraabdominal kugel patch has been incorporated and it has been anchored with the endo tacks. The patient did find [sic] initially, but for the last one week prior to this admission on this past monday, on (B)(6) 2006, the patient has been developing some redness around the incision. The patient has been admitted and given IV antibiotics. The area of the redness shrunk, but however, there is a fluctuant area of fluid collection in the midline along the incision scar. CT scan of the abdomen showed only fluid superficial to the graft and some inflammatory signs in the subcutaneous tissues superficial to the graft. There was no signs of any fluid collection or graft infection at the deeper level. The patient has been brought to the operating room and the incision revealed a serum collection in the midline along the subcutaneous line. This most obviously is serum resulting from the reaction from the subcutaneous vicryl that has been inserted. The graft itself is not felt. The graft itself seems to be well incorporated with healing tissue. The wound has been thoroughly irrigated with normal saline with a pulsavac. The wound has been packed.¿ procedure: ¿the patient was brought to the operating room with a foley catheter in place and under general anesthesia with lma the abdomen was prepped from the level of the nipples down to the mid-thighs. After drapes had been applied, the incision has been made along the most fluctuant portion if the swelling in the midline. There is some serous fluid that has been drained. The shaggy tissues around the edges have been removed and sent for histopathological examination. Fluid has been collected for culture and sensitivity and gram stain. The wound has been thoroughly irrigated with the pulsavac. The finger exploration of the depth of the wound did not feel any graft. The graft appears to have been incorporated in the healing process. The other areas of the incision have been made in the upper part and a smaller amount of similar fluid has been evacuated. The wound has been thoroughly irrigated with normal saline. The wound has been lightly packed and the dressing applied. The patient tolerated the procedure well.¿ on(B)(6) 2006: a culture report detailing analysis of the specimens collected during on (B)(6) 2006 procedure was not provided. On (B)(6) 2006: a pathology report detailing analysis of the ¿shaggy tissue¿ removed during on (B)(6) 2006 procedure was not provided. On (B)(6) 2006: office notes. History of present illness: on (B)(6) 2006 ventral hernia repair, debridement of the infection on (B)(6) 2006, the wound infection completely resolved, will see in 6 months, advised binder. On (B)(6) 2006: office notes. History of present illness: had ventral hernia repair with the use of composite prosthesis on (B)(6) 2006, was immune compromised from recent chemo xrt and was also from rectal cancer, at that time there was no other choice, needed to do surgery as a semi-urgent situation, needed exploration of wound on (B)(6) 2006 because of infection, on exploration and with antibiotics the infection resolved, last week started with pain and redness in a few days there was lot of pus that drained, now on physical exam there is no more collection, CT scan that was done today also does not show any collection, already on appropriate antibiotics. On (B)(6) 2006: missing records: CT scan of abdomen and pelvis were not provided. On (B)(6) 2006: history and physical. Diagnosis: status post incision and drainage and evacuation of fluid collection in incision scar on (B)(6) 2006. Had a large ventral hernia repaired on (B)(6) 2006 with composite gortex and a prolene graft. Possible infection risk factors for infection here could be chemo radiation for rectal cancer, surgery ten months ago, and also the hernia was large and the covering layers were too stretched out. Now admitted with draining sinus at the abd incision scar, possible infected graft, possible intra-abd abscess. Plan: CT abd and pelvis. Explore under general anesthesia in am possible incision and drainage and possible removal of graft. On (B)(6) 2006: missing record: CT scan of abdomen and pelvis showing ¿subcutaneous mass lesion; nonspecific ileus¿ were not provided. On (B)(6) 2006: office notes. History of present illness: found to have an enterocutaneous fistula, draining from the sb to the subcutaneous tissue over the abdomen. Going for repair for that soon. Exam: abdomen: has induration around the lower part of incisional hernia repair scar, with tenderness and also a small opening with discharge of yellowish liquid. Plan: gets abdominal contractions, once in a while. It is mainly around the place where the mesh was placed for hernia repair. CT a/p does show subcutaneous fluid accumulation in the area around the repair. Ventral incisional hernia. S/p repair. Complicated now by subcutaneous fluid accumulation, secondary to enterocutaneous fistula (runs from sb to the sc tissue). On (B)(6) 2006: office notes. History of present illness: scheduled for exploratory laparotomy, sb resection, repair of ventral hernia 11/20. Presently on antibx for elevated wbc. States abd mesh to be removed. Exam: abdomen: has abd fistula with drainage bag. On (B)(6) 2006: operative report. Preop diagnosis: enterocutaneous fistula, recurrent. Postop diagnosis: ventral hernioplasty with mesh with lysis, of adhesions. Carcinoma of the colon. Procedure: exploratory laparotomy, resection of the small bowel and reanastomosis, enteroenterostomy and entero-ascending colostomy and lysis of adhesions and repair of the ventral hernia with ten by eight inches composite graft. Operative findings: presented to the clinic with enterocutaneous fistula which heals and recurs whenever he has abdominal distension and pain and again the fistula opens up like a vent ileostomy. On exploration he has a graft starting on the fistulous tract and he has a lot of adhesions in the pelvis, all the way down deep in the presacral area and near the coccyx. Also he has several adhesions noted in the left upper quadrant from previous colon surgery and he has a previous placement of a graft that was almost completely peeled of [sic] and removed from the incision site. Procedure: ¿under satisfactory general anesthesia, the foley catheter and ng tube are in place, the abdomen prepped and draped with sterile towels in the usual fashion. Ioban dressing was applied and an elliptical incision was made around the scar tissue and excised it and the fascia was gently divided and the bowel was seen along the anterior abdominal wall that was carefully lysed from the back of the incision and entered the peritoneal cavity without violating the small bowel. After which the bowel was run from ligament all the way down to the cecum. He had several adhesions in the right upper and the left upper quadrants. They were all taken down carefully and then near the cecum the bowel is all the way stuck in the pelvis, deep behind the rectum in the coccygeal area and there were a lot of adhesions between the rectal anastomosis and the small bowel, hence, at this time it was decided to do an enterocolostomy rather than taking down that adhesion, less make it into the rectal area with fecal contamination. The fistulous tract was reached from the anterior abdominal wall including the graft which was surrounded by the fistulous tract and excised it and did an enterostomy with the gi stapler. After which the entero-ascending colostomy was done by approximating with a side to side anastomosis, posterior mucomuscular, seromuscular sutures with 3 0 silk, followed by enterotomy and colotomy which was approximated with 3 0 chromic catheter suture and the same suture is brought anteriorly and completed the anastomosis which was further reinforced with intermittent 3 0 seromuscular sutures. After which the bowel was replaced back into the peritoneal cavity, irrigated with copious amounts of saline and aspirated, and complete hemostasis was noted. After which the local area where the fistula was completely debrided. Removed all of the possible graft in that region and the hernia was repaired with ten inches by eight inches of dual layer composite graft that was anchored to the anterior abdominal wall with staples, with two rolls of staples. Jp drain was left over the graft and brought through a separate stab incision and anchored to the skin with 2 0 silk and the skin was approximated with intermittent 3 0 vertical mattress sutures with ethilon and in between applied the clips. Plenty of fluffs and dry dressings applied followed by an abdominal binder. The patient tolerated the procedure well and transferred to the recovery room in satisfactory condition.¿ on (B)(6) 2006: nurse intraoperative report. Material sent for laboratory analysis: fistula site. Appendix. Cultures: n/a. Prosthesis installed: item: mesh marlex/prolene. Vendor: bard. Records after 11/20/2006 were not provided, including operative report for on (B)(6) 2013 alleged explantation. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. This event will be closed as no problem detected. Previous patient codes 1930 and 3191 used for "open wound" were reported based on the original complaint and are no longer applicable per gore¿s investigation. H10/11: updated final code. Conclusion code 4316: appropriate term/code not available used for "withdrawn complaint."

Manufacturer narrative:
The plaintiff voluntarily withdrew the lawsuit on (B)(6) 2019; therefore, this event will be captured as a false claim. Code 4316: appropriate term/code not available is being used for "false claim."

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address (B)(4). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the alleged gore device was explanted. It was reported the patient alleges the following injuries: infection; open wound; severe abdominal or groin pain. Additional event specific information was not provided.